Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-sep-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 01-apr-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced perforation, tamponade and pericardial effusion, requiring pericardiocentesis and drainage. The leadless ipg was not used and a transvenous system was implanted.  No further patient complications have been reported as a result of this event.